Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power supply switcher. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, site contacted intuitive technical support engineer (tse) to report surgeon side console (ssc) no longer turned on. No fan noise and no vibration was present at the ssc side. Tse guided caller to change the wall socket location and to toggle the switch breaker multiple times. Tse guided caller to wiggle the power cord too. This did not help. Tse found in the logs error pointing to power supply fan. The procedure was completed with no reported injury. An internal fup was conducted, and the following information was obtained: the surgery started in a dual mode configuration. Ssc 2 could not be powered on; the site continued the procedure with ssc1.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the power supply switcher for failure analysis investigation. The unit was analyzed, and the reported power complaint was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, the fan is a little dusty. Some areas have yellow paint marks. The power supply was installed on the pca test system but will not power on and has no voltage. The probable root cause is due to a faulty power supply. This issue can be resolved by having the fse replace the power supply.

Event description:
Refer to h11 for follow-up information.